Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range impedance measurements and an increase in pacing threshold measurements. There were no adverse patient effects reported. A request for additional information has been sent.

Event description:
Additional information was received that the system was replaced. This lead was surgically abandonded. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted and in service at this time. This investigation will be updated should further information be provided.